Manufacturer narrative:
Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was analyzed, and a visual evaluation noted one elevator mark on the shaft of the catheter. An image assessment for visualization was performed. Upon plugging the device into the controller, a live image was displayed. Articulation of the catheter had no effect on the image. X-ray imaging of the distal tip showed no problems with the redistribution layer (rdl). No camera wire damage was observed near the distal end. No camera wire damage was observed in the pebax region of the catheter. X-ray imaging of the handle showed no problems with the breakout region or camera wires around the strain relief. X-ray imaging shows no damage to the camera wires at the printed circuit board assembly (pcba). The handle was opened and the electrical components inside were inspected visually. There was procedural residue seen in the plastic optic fibers (pof). Visual assessment showed no problems with the camera wires in the glue feature. The bond of the glue feature to the pcba was inspected; tweezers were used to wiggle the glue feature. The connection of the camera wires to the pcba was also inspected by slightly lifting the bottom of the glue feature for each of the four camera wires using the tip of the tweezers. No impact to image was seen after these interactions. A saline test was conducted, due to residue found at the pofs, and after enough saline was inserted to reach the handle, the image was disrupted. Solid pink and black lines appeared followed by the initialization screen and loss of image. The reported event was confirmed. During product analysis, signs of use were noted in the form of witness marks and residue at the pofs. A live image was seen upon insertion of the device and after a saline test, the image was disrupted. Solid pink and black lines appeared followed by the initialization screen and loss of image. A video of the screen was submitted showing the image was lost and the screen was loading. During procedure, fluid likely back flowed into the optics lumen and caused a change in capacitance of the electrical circuit resulting in a loss of image. An investigation to address this problem has been completed. Therefore, cause traced to device design is the most probable cause selected for the complaint. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
Note: this report pertains to two spyscope ds ii and a spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that the two spyscope ds ii and a spyglass ds controller were used in the bile duct during a choledochoscopy procedure performed on (B)(6) 2022. During the procedure, when the spyscope ds ii was connected into the controller, image interference immediately appeared. A second spyscope ds ii was used; however, the problem continued and the image was not recovered. The procedure was not completed due to this event. There were no patient complications reported as result of this event.

Manufacturer narrative:
(B)(4).

Event description:
Note: this report pertains to two spyscope ds ii and a spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that the two spyscope ds ii and a spyglass ds controller were used in the bile duct during a choledochoscopy procedure performed on (B)(6) 2022. During the procedure, when the spyscope ds ii was connected into the controller, image interference immediately appeared. A second spyscope ds ii was used; however, the problem continued and the image was not recovered. The procedure was not completed due to this event. There were no patient complications reported as result of this event.